Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not pass the touchscreen test. The probable cause was due to a broken touchscreen assembly. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical dept for an unspecified reason. No additional info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or reported delays of critical therapies while the device was in clinical use.